Event description:
It was reported by customer, after routine inspection cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation (e1). Initial reporter full name: (B)(6). Updated fields: b4, d9, e1 (initial reporter name, event site contact details), g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) evaluated the unit and found a loose connection between cart helium socket and helium line from the bottle which caused the problem. All functional and safety checks were performed. Despite good faith efforts (gfes), to fse regarding repair information, no response have been obtained. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.